Manufacturer narrative:
The account found the head motor plug was not secure. The account reconnected the head motor to repair the bed.

Event description:
The account alleged that the head of the bed will not lower.